Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿if the surface of the endoscope and the light guide are dirty, reprocess them according to the directions given in the endoscope¿s instruction or reprocessing manual before connecting it to the video system center. Otherwise, it may cause patient injury, equipment damage, and/or improper illumination. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ the root cause could not be determined. However, based on the results of the investigation, the follow are possible causes for the reported event: - the device failed due to age deterioration. It was confirmed that the output connector was worn out, which could have been caused by repeated use and fatigue. - it is possible that user handling could have contributed to the reported failure. It is possible that the connection became poor because the connector of the processor was not fully dried or cleared of any interfering matter prior to the connection. - it is also possible that the connected endoscope malfunctioned during the case. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be duplicated. The unit was tested, and no issues were noted with the image displaying properly. However, a worn out connector block was noted and causing a poor connection with the light guide of the scope. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus video system center would not produce an image while in use. According to the initial reporter, the system would power on, but the screen would remain black. There was no patient harm or consequence reported as a result of this event.